Manufacturer narrative:
Physio-control continues to investigate the incident. Physio-control will submit a supplemental report on this event.

Event description:
Customer reported that while charging the device for a shock of 360 joules on a full cardiac arrest patient, the lifepak 12 monitor shut off before the shock could be delivered. There was no report of adverse event with the incident.